Event description:
It was reported that the patient presented to the emergency department (ed) on (B)(6) 2023 with complaints of shortness of breath, dyspnea on exertion, orthopnea, fluid retention, and exposure to children's colds. On exam the patient was hypervolemic. Intravenous lasix (furosemide) was given for acute decompensated heart failure. No pulmonary edema was observed on chest x-ray. The patient also had creatinine (cr) levels trending above baseline, indicating renal dysfunction. No action was taken aside from the diuretic for acute biventricular heart failure and the patient was discharged home on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported event cannot be conclusively determined. No further events have been reported at this time. Additional information regarding the event was requested from the account; however, nothing further has been communicated at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 1 outlines potential adverse events, including right heart failure and renal dysfunction, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.